Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out-of-range shock impedance measurements on the right ventricular (rv) channel. Technical services (ts) reviewed the data and observed a significant spike from values in the high 70s to out-of-range measurements. Ts recommended continued monitoring to determine whether this was an isolated occurrence. No adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update field b5. Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out-of-range shock impedance measurements on the right ventricular (rv) channel. Technical services (ts) reviewed the data and observed a significant spike from values in the high 70s to out-of-range measurements. Ts recommended continued monitoring to determine whether this was an isolated occurrence. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned. Additional information indicated that this device was explanted due to physician discretion. There were no allegations. No adverse patient effects were reported. This product has not been returned.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out-of-range shock impedance measurements on the right ventricular (rv) channel. Technical services (ts) reviewed the data and observed a significant spike from values in the high 70s to out-of-range measurements. Ts recommended continued monitoring to determine whether this was an isolated occurrence. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d was succesfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned.